Event description:
It was reported to philips that the flexvision display did not turn on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision display did not turn on. Upon functional testing, the fse reviewed the logfile and determined that the images were missing on the 2k2 display device. To resolve the reported issue, the fse adjusted 2k2 configuration to stop this unused function to cause errors in system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.